Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.